Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately 5 years. Through follow-up with the health-care provider, it was learned that the device was explanted due to prosthetic aortic valve stenosis with calcification. The device was replaced with another edwards bioprosthetic valve. No other details were provided.

Manufacturer narrative:
Device not returned. Unfortunately, the edwards device was not returned for analysis; therefore, the source of the reported calcification could not be assessed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Although the root cause of this event cannot be confirmed, it appears that the stenosis was likely a result of the calcification reported. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification.

Manufacturer narrative:
A copy of the patient's op report was received which supports the original report of prosthetic aortic valve stenosis and calcification. According to the report, this patient was in end-stage renal disease who under went aortic valve replacement for aortic stenosis in 2007. The patient now presented with stenosis of that prosthetic valve with a mean gradient of 43 mmhg and aortic valve area 0.64 cm. Left heart catheterization showed no significant coronary disease. Intra-op tee confirmed severe stenosis with a transvalvular mean gradient of 32 mmhg and a valve area of 0.6 cm2. The patient had good lv and rv function. There was no significant mitral regurgitation. Upon removal of the old valve, there was clear calcification of the leaflets between the left and right cusps. This prevented mobility of these 2 leaflets, with calcium actually on the leaflets themselves. The noncoronary cusp was freely mobile and the commissures that it was attached to were freely mobile. The valve was removed and a new edwards bioprosthetic valve was implanted. The valve was inspected and there was no paravalvular leak. The patient was brought back to the ICU in hemodynamically stable condition.